Event description:
There was a reported delay to the procedure of five minutes.

Manufacturer narrative:
Not available from the site. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the em stylet lost all tracking abilities mid procedure. Procedure was completed with a replacement instrument tracker. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue. Troubleshooting

Manufacturer narrative:
Device lot number, or serial number, unavailable. Correction: suspect medical device information corrected a medtronic representative went to the site to test the equipment. Training was later provided to the site. The system then passed the system checkout and was found to be fully functional.